Event description:
It was reported that an unexpected pump reset occurred. There was no adverse impact to the customer's blood glucose level. Reportedly, customer continued using the pump for insulin therapy.